Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: inferior vena cava (ivc) thrombus. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a CT chest/abdomen/pelvis: "there is heterogeneity in both femoral veins however there is also an ivc filter present". "Impression: ...ivc thrombus below level of ivc filter". Per a computed tomography angiography (cta): findings: filter type: cook gunther tulip. Ivc stenosis: no. Filter position: below the level of the renal veins. Impressions: the anterior right strut penetrates 9 mm through the ivc wall. The anterior left strut penetrates 6 mm through the ivc wall. The posterior right strut penetrates 10 mm through the ivc wall. The posterior left strut penetrates 11 mm through the ivc wall".

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to post deep vein thrombosis (dvt). Routine percutaneous removal of the filter on (B)(6) 2017 has been reported. Patient is alleging device tilt, vena cava perforation and embedment. Patient notes and further alleges experiencing "groin pain, abdominal pain, flank and side pain". Per the (B)(6) 2017 CT 9computed tomography) angiogram abdomen and pelvis: "there is an infrarenal ivc [inferior vena cava] filter in place. 4 of the ivc filter legs extend beyond the wall of the inferior vena cava, with an anterior leg abutting the duodenum. There is no thrombus around the filter. The ivc appears patent. The apex of the filter is centered in the ivc". Per the (B)(6) 2017 ivc filter retrieval: "impression: technically successful inferior vena cava filter retrieval".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. (Patient and device codes) h6 (device code): appropriate term/code not available (3191) for alleged device perforation h6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, embedded, tilt, groin pain, abdominal pain, flank and side pain. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported groin pain, abdominal pain, flank and side pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.